Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Five devices were returned for analysis. Visual inspection of the reload revealed it had been fired to completion, with the sled located at the distal end of the cartridge. Additionally, the distal cartridge suture remained attached and was not detached. Full details of this assessment were available in the corresponding task. All five reloads were inspected and evaluated using a representative instrument. Reloads 1¿4 were fully fired with interlocks engaged, while reload 5 was partially fired with all staples released. All jaws were fully open. During testing with interlocks overridden, reloads 1, 2, 4, and 5 produced clean cut lines, whereas reload 3 did not transect the test media cleanly. Interlocks on all reloads functioned properly. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs were retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The evaluation detected an unreported condition: damaged knife blade. Functional testing found that the interlock of reload 3 was overridden and the knife blade was exposed. Reload 3 had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: distal suture was not released. Functional testing found that the cartridge distal suture for reload 5 was not released. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial #(B)(6)); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n4g1937y); sigphandle, sig power sigphandle handle, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure involving the signia adapter, there were multiple malfunctions related to the firing mechanism. Specifically, the reload was partially fired and stopped 3/4 of the way through on two occasions. The surgeon encountered firing issues with the adapter, which led to partial firing of the reload. To resolve the issue, the surgeon replaced the reloads and was able to complete the firings successfully. There were no patient injury.